Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the generator faulted during energy activation. The customer attempted to change the energy cables with no change. The technical support engineer (tse) verified persistent m-02 errors in logs. The tse walked the customer through a hard power cycle of the erbe generator, but error persisted. Tse inquired if customer had a force triad generator or second vision side cart (vsc). Customer had a force triad generator but did not have associated cabling. Customer is continued with case without use of erbe. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the iesu; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Manufacturer narrative:
The integrated electrosurgical unit (iesu) was returned for failure analysis, and the reported failure was confirmed and reproduced. The iesu was placed on an in-house system and run in normal mode. The iesu triggered the m-02-3 error on startup.

Event description:
Refer to h10/h11 for follow-up information.